Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). The device has not been received for analysis.

Event description:
It was reported that this implantable lead had an infection. No additional adverse patient effects were reported. This implantable lead was explanted.